Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that the device would not communicate with the programmer. The device had not been evaluated since november, 1999.